Event description:
Dealer states "pin fell out of leg rest mounting hardware." No injury alleged.

Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. Model solara3g, serial number/date code (B)(4) is approximately 6 months old. The owner's manual part number 1154295 rev c (dec-10) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The customer alleged no injury. The customer alleged malfunction; it was noted by the dealer that the pin fell out of the leg rest mounting hardware. The erratic movement of the leg rest is a potential to injury to the user population. MDR filed.